Manufacturer narrative:
The reported device was discarded. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch:t00005910.

Manufacturer narrative:
Additional components potentially involved in the event include:common device name: scs lead, model: 3186 , UDI: (B)(4) , serial: (B)(6), batch:t00005910.

Event description:
It was reported that the patient experienced inadequate therapy/coverage. Patient only had effective therapy on one side. X-ray imaging confirmed that one of the leads was positioned laterally and ineffective. Reprogramming was unable to resolve the issue. During the implant on (B)(6) 2024 the physician was unable to reposition the lead. As such, additional surgical intervention took place on (B)(6) 2024 wherein the leads were explanted and replaced with a paddle lead to address the issue. Reportedly, adequate coverage was confirmed post op. Investigation was unable to determine which of the leads attributed to the issue.